Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2026. The patient was wearing an omnipod insulin pump at the time of the event. According to the reporter, on (B)(6) 2026, the patient¿s cgm values were reportedly ¿unstable¿ and ¿fluctuating between high and low values¿ (no exact values were reported). In response to the low cgm values provided, the patient was treated with juice and sweets. However, after treatment, the patient began vomiting and had increased urination. A bg meter reading was taken and was found to be ¿high¿ but the exact value could not be recalled. The patient was brought to the emergency room (ER). At the ER, the patient was diagnosed with diabetic ketoacidosis (dka) and treated with IV fluids and IV insulin. The reporter mentioned other ¿additional medical interventions¿ that could not be recalled. The patient was discharged home the following day (less than 24 hours). The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.